Event description:
Caller reported experiencing a tandem mobi cartridge alarm 35 during insulin therapy, which caused their blood glucose level to display as "high," indicating it exceeded an unspecified limit. The customer addressed the high blood glucose issue by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance beyond normal support. Tandem technical support confirmed the cartridge alarm and arranged for the pump to be replaced, instructing the customer on returning the problematic pump and setting up the replacement. Reportedly, the customer continued to use the pump for insulin therapy